Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was 349 mg/dl. The cartridge, infusion tubing and site were changed. As the supplies to the pump had been changed prior to contacting tandem technical support, troubleshooting to determine a possible cause of this occlusion was unable to be performed.